Manufacturer narrative:
As reported, a slalom pta (.018 hp 40 6x4) balloon catheter ruptured at 14 atmospheres (atm.) During its second inflation. There was no reported patient injury. The device had been stored, handled and prepped per the instructions for use. During preparation, there was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop or removing the balloon cover. There were no anomalies noted during or after the device was prepped. The catheter was not re-shaped by the user. The contrast to saline ratio was 50:50 and the indeflator had been used successfully with other devices. During the vascular access intravenous therapy, the approach was made via the forearm toward the brachial vein which was noted to have 90% of stenosis and mild tortuosity. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance and no unusual force applied. The balloon ruptured upon inflation at 14 atm. It was therefore removed from the patient (in one piece) and replaced with another slalom pta balloon catheter. The procedure was completed successfully. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17627156 was performed and identified that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The reported ¿balloon-burst at/below rbp¿ could not be confirmed and a definitive root cause could not be determined as the device was not returned for analysis. Balloon burst is a well know complication of percutaneous transluminal angioplasty and is listed in the instructions for use as such. Vessel characteristics, such as tortuosity, heavy calcification and/or stenosis, is often a contributing factor to balloon burst. In this case, the event description notes 90% of stenosis and mild tortuosity. Neither the DHR nor the information provided by the customer suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Event description:
As reported, a slalom pta (.018 hp 40 6x4) balloon catheter was approached from the vein of the forearms to the brachial vein. However, the slalom pta balloon catheter ruptured at 14 atmosphere pressure (atm) during its second inflation. There was no reported patient injury. It was replaced with another slalom pta and the procedure was succeeded. The lesion was the brachial vein with 90 % of stenosis. The vessel level of tortuosity is mild. This was a vascular access intravenous therapy (vaivt). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device will not be returned for evaluation as it was discarded by mistake.